Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was oberseved during the review of device data logs. However, the device was put through extensive testing such as bench handling, impedance and defib cycling without duplicating the problem. An external and internal inspection of the test port and multifunctional cable connector found no discrepanies. Therefore, the device was recertified and returned to the customer with no fault found. The multi-function cable and electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.